Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force applied on the segment. In addition, we confrimed that the operation channel leak; however, it is not related to the alleaged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The segment is broken. This event occurred at the time of during inspection. There was no report of patient harm.